Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "remove and reattach cassette alarm". The pump was found to have no physical damage. Evidence of reported problem in event log revealed cassette not attached alarms. Evaluation testing revealed an alarming "cassette not attached properly" message was detected after latching a cassette onto the pump. The customer's reported problem was verified. What caused the reported problem was a faulty downstream sensor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported upon removing and reattaching cassette the cadd® cadd®-solis vip ambulatory infusion pump alarmed. It is unknown if there was patient involvement.

Manufacturer narrative:
Additional information received that this event occurred while performing op checks and there was no patient involvement.